Event description:
It was reported that during priming a leakage occurred on the venous bubble trap (vbt). (B)(4).

Manufacturer narrative:
The device in question was investigated in the laboratory of maquet. The visual investigation showed that 3 of 8 clips that connect the cap with housing of the vbt were not locked correctly. This causes the leakage of the vbt.